Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Fluid stopped flowing injuries or adverse event: no.

Manufacturer narrative:
Th customer reported the fluid stopped flowing, and returned 8 samples of material mz9265, lot 25079050. Upon initial visual examination, the sets had no defects or abnormalities. The sets were infused with water via a syringe, and 5 of the 8 had occlusion which verified the failure reported. Of the 5 occluded sets, all were examined under a microscope, and all exhibited the same failure. The male luer/tubing connection had excess solvent, where the excess glue overflows into the tubing, blocking the fluid path. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant found the root cause for the occlusion to be related to incorrect solvent application by the assembler. The plant did not take any actions to address the failure as the line for material mz9265 was reactivated at a different bd plant. The plant that produced this batch is no longer producing the material number. The plants are in communication regarding all quality issues during the changeover.